Manufacturer narrative:
The hospital lost the package for the brush and did not have the serial number. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, an olympus channel cleaning brush broke in the channel tube of the evis lucera gastrointestinal videoscope. The issue was detected during reprocessing. The scope was not used for a procedure after the brush broke inside the channel. The intended procedure was completed with another scope and the evis lucera elite video system center with no surgical delay. No patient injury reported. The brush head was fragile, and the long cleaning time led to fracture. No foreign matter came out of the scope during reprocessing. The customer was able to reprocess the scope correctly. The brush was used for one (1) case per day and was manually cleaned. This complaint is related to patient identifier (B)(6) (evis lucera gastrointestinal videoscope, gif-q260).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.